Manufacturer narrative:
Product analysis #705304485:analysis information -- 2023-03-14 06:18:16 cst pli# 10 product ID# embsnv20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on june 29, 2022 during an animal study, high impedances / open (>40k ohms) was seen on contact 2.  It was noted that the implanted neurostimulator (ins) used is a pre-market device, but the adaptor-extension and the competitor lead used were post-market devices.    Troubleshooting performed included reseating the adaptor in the implanted neurostimulator (ins) within the or, but contact 2 continued to show up as open. At explant, contact 2 showed an open with both the ins and with the handheld ohmmeter. It was noted that the boot was sutured / glued with medical adhesive to the adaptor and lead to keep fluid from getting in and affecting the ecap measurements, so the investigator did not definitively know if the adaptor was causing the high impedances. FDA confirmed receipt of non-mdt product notification.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.